Event description:
An optometrist reported a case of dry eye symptoms of the right eye, at eight months post photo refractive keratectomy (prk) treatment. Patient noted foreign body sensation. Optometrist reported patient symptoms have resolved.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).